Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event. The product identification necessary to review manufacturing history has not been "prfe". This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient¿s right hip was revised approximately one year post-implantation allegedly due to dislocation of the implant. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Medical records received for patient confirm the patient was revised due to elevated metal ion levels. The revision operative report notes the presence of a hematoma, metallosis, and abductor loss. During the procedure, the femoral head and acetabular liner were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint was evaluated and the reported event was confirmed. Patient was treated for degenerative osteoarthritis right hip,during procedure, the relocated hip assembly was found to in excellent stable condition throughout and prosthesis was fully seated. Identified that patient had tolerated the procedure well and was taken into recovery room in stable condition. The patient has had a right total hip arthroplasty, metal on metal, in 2005 who had fallen after surgery and dislocated the hip and then subsequently dislocated. Device history record was reviewed and no discrepancies were found. Root cause is attributed to the patient's fall after initial hip arthroplasty. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). This follow up report is being filed to relay corrected and additional information. Date of event is unknown. Concomitant medical product: m2a-38 cup non flared sz 50mm/ pn 15-106050/ ln 15-106050. (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation due to the product location being unknown. The investigation is in process. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported through operative notes patient suffered a dislocation after a fall shortly after initial hip arthroplasty. Patient was not revised after this fall and no other information is provided.